Manufacturer narrative:
The insulin pump's buttons functioned properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with frozen screen noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a frozen display screen. The customer stated that the buttons on the keypad was unresponsive. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.